Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: information provided by the vad coordinator indicated that before the patient underwent an urgent transplant, the patient had experienced no symptoms, other than dark urine and urinary tract infection symptoms. The patient had refused to be admitted from the emergency department as the patient reportedly "felt great" and had not wanted to be admitted. The patient came into clinic the following day and the vad team had to demand that the patient be admitted. Information was also provided indicating that the pump is no longer available for evaluation.

Event description:
The patient was implanted with a left ventricular assist device. Information was received from the intermacs registry on (B)(6) 2015 stating: dark urine. Additional information also included indicated that the patient underwent an urgent transplantation. Thrombus event: signs or symptoms: hemolysis. Thrombus event: intravenous anticoagulation. Patient outcome: urgent transplantation. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
Approximate age of device: 5 months. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.